Event description:
A customer site in (B)(6) alleged that discrepant results were generated with the cobas ampliprep / cobas amplicor (B)(6) test, v2.0 ce-ivd. Specifically, the customer reported that discrepant results were generated for one patient sample between the cobas ampliprep / cobas taqman (B)(6) test and the cobas ampliprep / cobas amplicor (B)(6)test, v2.0 ce-ivd. The customer stated that the quantitative results generated with the cobas ampliprep / cobas taqman (B)(6) test were (B)(6); however the qualitative results generated with the cobas ampliprep / cobas amplicor (B)(6) test, v2.0 ce-ivd were (B)(6).

Manufacturer narrative:
A definitive conclusion cannot be drawn at this time, as the investigation into this issue is ongoing. The outcome of this investigation will be communicated through a follow-up report. (B)(4).

Manufacturer narrative:
No product or batch non-conformance was identified. Upon investigation it was determined that the cap/ca hcv test, v2.0 generated (B)(6) results for the patient, and correlated with the (B)(6) result generated with the innolipa test (genotype 4). There is no indication that the results generated with the cap/ca hcv test, v2.0 were incorrect. No further investigation was warranted. Note: the initial MDR was filed with m/n 03568547190 that material number was incorrect; the correct m/n for this case is 03576698190. (B)(4).